Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, it was reported that the pump was not giving the customer the boluses that were requested. There was no reported impact to blood glucose. Reportedly, customer declined troubleshooting.